Event description:
It was reported that the patient was in the emergency room (ER) upon hearing an alert triggered for high impedance on the right ventricular (rv) lead. There was also high impedance on the left ventricular (lv) lead. It was noted there was a loose set screw. The patient required surgical intervention to assess set screw. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; product ID 693158, implantable tachy lead, implanted: (B)(6) 2007; 5076 implantable pacing lead, implanted: (B)(6) 2007.